Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when testing the external pulse generator (epg) atrial amplitude, the epg did not pace at the programmed settings. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) tested out of specification. The external pulse generator (epg) passed incoming functional testing. It was indicated that the output connector assembly was broken, hanger assembly was cracked, battery drawer was sticky, main seal was contaminated, and display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.